Event description:
Device registration records show that pt expired in 2002. Diagnosis in device registration is "malignant pain". Attempts have been made to obtain additional information.

Manufacturer narrative:
Upon further review, this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death. (B)(4).